Event description:
It was reported that this right atrial (ra) lead was surgically abandoned several years ago due to an unknown product performance issue. This ra lead was recently explanted. No additional adverse patient effects were reported.